Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator¿s graphic user interface (gui) touchscreen became non-responsive when the staff attempted to adjust ventilator parameters. The ventilator generated an audible alarm and displayed the messages ¿non-critical thread (bdu)¿ and ¿backup battery fault.¿ the ventilator continued to provide ventilation support without causing any harm to the patient. The patient was transferred to an alternate ventilator as a precaution. The biomedical team was notified, and the device was forcefully powered off and then restarted. Upon restart, the gui was responsive. Calibration checks were performed and passed successfully. The event log confirmed a ¿non-critical thread failure (bdu)¿ alarm message, and a ¿backup and extended battery fault¿ alarm had been triggered. The reporting hospital will not provide any patient information.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.